Event description:
It was reported that the day after implant, the right ventricular lead had high and unstable thresholds. It was found that the lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).